Manufacturer narrative:
No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The contour® next gen meter with sku # 7923 and serial # (B)(6) was distributed outside the us, therefore, no gudid information exists and the UDI number is not applicable.

Event description:
The customer from canada called to seek assistance with their contour® next gen meter. During the troubleshooting, it was found that the customer's blood glucose readings were not being stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour® next gen meter serial # (B)(6) for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour® next test strips from lot # 4ahec51e using blood spiked with glucose at 7.5 mmol/l, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory.